Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
It was reported that a patient experiencd peritonitis coincident with dianeal therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. The patient experienced constipation, which caused peritonitis. The patient was diagnosed with and hospitalized for peritonitis. The patient was treated with injection fortum 1gm and injection reflin 1gm (routes and frequencies not reported) for peritonitis. The patient was recovering from this peritonitis event.